Event description:
Medison america is distributing an ultrasound device mfg by medison korea with a defective transducer. The transducer hc3-6 curved linear 3.5 mhz 60r/60d has defective glue holding the lens. This glue does not hold the lens, deteriorating the image, and also allows the gel to enter the crystals creating an electrical hazard and poor diagnostic image. Many of these probes have been repaired by outside vendors but none have been recalled by the MFR although it has been aware of this problem for two years.